Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 342 mg/dl. The customer was unsure of the cause of the high bg. The customer believes either she did not bolus enough after the meal she had the night before, or the site may be hitting scar tissue. However, during a system check with tandem technical support (cts), the customer did not inspect the site to verify if hitting scar tissue was the issue. It was confirmed that the pump was functioning as expected. Cts recommended for the customer to replace the site and to continue to monitor bg levels. A follow up call indicated that the customer administered a manual injection and brought her bg level down to 234 mg/dl. However, after administering the manual injection, the customer proceeded with a site change and her bg level went up to 299 mg/dl. Cts advised for the customer to speak with her health care provider (hcp) regarding testing for ketones, as ketones could potentially cause insulin resistance. The customer delivered a correction bolus to stabilize bg levels and stated she will reach out to her hcp for further guidance.